Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings: during testing, the display screen was found to be dim and discolored. The battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on 10/20/2015.